Event description:
Case description: investigation result: name: saxenda - batch unknown. No investigation was possible, because neither sample nor batch number was available. Name: novofine - batch unknown. No investigation was possible, because neither sample nor batch number was available. Manufacturer/company comment: 24-nov-2017: as the suspected drug-device combination product saxenda and the suspected device novofine has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of the suspected products is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the once reported in (B)(4). Due to the nature of the reported serious adverse event "severe swelling of lymph nodes in the crotch" sponsor evaluates the event to be more likely related to an aetiology other than the suspected novo nordisk products saxenda (liraglutide) and novofine (needle). Evaluation summary: name: novofine - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); severe swelling of lymph nodes in the crotch [lymphadenopathy]; injected not the same as the other pens, but slower, and that the substance does not flow properly [device malfunction]; increase in his appetite almost since the beginning of the treatment [increased appetite] heartburn [dyspepsia]; rectal bleeding - twice, with "fresh" blood [rectal haemorrhage]; weight gained [weight increased]; redness at the injection site [injection site erythema]; pain at the injection site [injection site pain]; increased tiredness [fatigue]. Case description: this serious spontaneous case from (B)(6) was reported by a medical doctor as "severe swelling of lymph nodes in the crotch" with an unspecified onset date, "increase in his appetite almost since the beginning of the treatment" with an unspecified onset date, "heartburn" with an unspecified onset date, "weight gained" with an unspecified onset date, "rectal bleeding - twice, with "fresh" blood" with an unspecified onset date, "redness at the injection site" with an unspecified onset date, "pain at the injection site" with an unspecified onset date, "increased tiredness" with an unspecified onset date, "injected not the same as the other pens, but slower, and that the substance does not flow properly", and concerned a male patient who was treated with saxenda (liraglutide) from unknown start date to (B)(6) 2017 for an unknown indication" and novofine (needle) from unknown start date due to "device therapy". Patient's height, weight and body mass index (bmi) not reported. Medical history was not reported. The patient (who is also a doctor) reported that on (B)(6) 2017, he injected the last injection of saxenda. During the treatment with saxenda, he experienced "increased appetite and weight gain", "rectal bleeding - twice, with "fresh" blood", "redness and pain at the injection site, although he changed the injection site every day", "increased tiredness" and "severe swelling of lymph nodes in the crotch" and due to the last event he is currently under medical examination in the haematological/"chirurgical" department in a hospital. In addition, he reported about a pen (the 3rd pen in the saxenda box) that he felt had a "fault" because it did not inject in the same speed as the other pens, but slower, and that the substance does not flow properly. The patient feels that the reported event "redness at the injection site" and the reported event "severe swelling of lymph nodes at the crotch" happened following to the injection with the "problematic" pen. The patient explained that he experienced an increase in his appetite almost since the beginning of the treatment with saxenda (on the dosage of 1.2mg/qd), and during all treatment he was with a feeling of "hunger". The patient reported that he experienced "heartburn" mostly at night (he was waken up from it during night) but also during the day, that started on the dosage 1.2-1.8mg/qd (not sure). The patient explained that he used novofine needles, and removed the used needle after every injection and changed to a new needle after every injection (the patient was trained by a nn nurse on the saxenda handling at the beginning of the treatment). The patient mentioned that on one day during the treatment he missed a dose of injection (reason not specified). The patient stopped the treatment on his own decision on (B)(6) 2017. Action taken to saxenda and novofine was reported as product discontinued. The outcome for the event "severe swelling of lymph nodes in the crotch" was not yet recovered. The outcome for the event "increase in his appetite almost since the beginning of the treatment" was unknown. The outcome for the event "heartburn" was not reported. The outcome for the event "weight gained" was not reported. The outcome for the event "rectal bleeding - twice, with "fresh" blood" was not reported. The outcome for the event "redness at the injection site" was not reported. The outcome for the event "pain at the injection site" was not reported. The outcome for the event "increased tiredness" was not reported. The outcome for the event "injected not the same as the other pens, but slower, and that the substance does not flow properly" was not reported. This case was re-classified from non-serious to serious due to upgrade of seriousness criteria to medically significant for event "severe swelling of lymph nodes in the crotch" by reporter. No further information will be provided. Company comment: due to the nature of the reported serious adverse event "severe swelling of lymph nodes in the crotch", sponsor evaluates the event to be unlikely related to both suspected novo nordisk products saxenda (liraglutide) and novofine (needle). Reporter comment: the patient reported the events to his general physician and also to the prescribing physician . Causality-probable.